Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from the general checkout procedure. Internal inspection did not reveal any anomalies with the ventilator.

Event description:
It was reported that the ventilator delivered only half the expected tidal volume and double the breath rate regardless of the settings. The ventilator did not have an audible alarm when the reported problem occurred. No patient harm reported.